Event description:
Philips received a complaint by the customer on the v60 indicating that there was an error code post back up eligibility fail. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer a v60 that originally had the code post back up eligibility fail and they had just replaced the central processing unit (cpu) pcba and had already reprogrammed the serial number and added on the power on hours but requested assistance with the software options for the cpu pcba. The rse provided the customer with the codes for avaps, cflex, and ramp and confirmed the customer was able to enable the codes for avaps, cflex, and ramp successfully. The rse provided the customer with the codes for avaps, cflex, and ramp and the customer successfully enabled the avaps, cflex, and ramp. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.